Event description:
In 2015, the recipient reportedly experienced a csf gusher at both stapes by the csf cyst and at the cochleostomy that was repaired and plugged with the electrode array.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. The recipient reportedly discontinued device use after 4 years, due to lack of benefit. The device remains in situ. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.